Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire on jaws separated from silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 29apr2020 and investigated on 06may2020. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Heavy tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw and hot jaw are intact. The heater wire was completely flexed away from the center of the hot jaw, but remained attached at the tip and the base of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for reported failure material bent/twisted; wire.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire on jaws separated from silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.